Manufacturer narrative:
H3, h6: the device, used in treatment was not returned for evaluation, all additional information provided has been reviewed and we have established a relationship between the reported event. The root cause has been determined as myocardial infarction. Medical review concluded, although this case reports the renasys touch wound therapy, was in use at the time of the patient¿s untimely demise, further information provided indicated the cause of the patient¿s death resulted from a myocardial infarction. Furthermore, there is no report or evidence that indicates the device contributory to this event. No further medical assessment is warranted at this time. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link, additional rmr is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that, the patient died while using renasys touch. It was being used to treat a leg wound, 1500 ml of exudate was confirmed and the use of renasys touch was discontinued. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.